Event description:
Caller reported a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller through a complete pump reset, and the error code did not appear after the reset. The caller was advised to wait 20 minutes before starting a sensor session, which they understood and acknowledged.